Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for shaft separation. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an nc trek was advanced without unusual resistance and the distal shaft, near the balloon, broke. The nc trek never exited the guide catheter. Once outside the anatomy, the shaft separated at the broken site. There were no reported adverse patient effects and no reported clinically significant procedural delay. There was no additional information provided.